Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The issue occurred between 02-apr-2023 to 02-apr-2024 with six infusion sets used for 12 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 1 of 6.